Event description:
During device stimulation cycles and with use of the magnet to temporarily discontinue stimulation, vns pt was experiencing head drop towards his left shoulder with choking and coughing when he tried to pick his head back up. The pt was reportedly hospitalized for one day due to these 'shocking sensations,' but he no longer feels them and is concerned because he can feel very little stimulation now. Device diagnostic testing at follow-up office visit within normal limits, indicating proper device function. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the reported events. Further follow-up revealed that the pt was not using manufacturer's magnets to activate magnet mode stimulation cycles because he had lost them. The pt was reportedly using a magnet similar to a cow magnet to initiate magnet mode stimulation. Replacement vns therapy system magnets were shipped to the pt.